Event description:
The customer reported that there was screw breakage during placement with use of dynamo. The rest of the screw was left in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the reported failure mode could be confirmed as the screw is broken at the threaded part, the functionality of the device cannot be given anymore. The broken area gives strong evidence of a brittle fracture, which is indicated by the lack of deformation and the shiny areas around the breakage. The fracture was most probably caused by an excessive bending or torsional load applied when inserting the screw. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by excessive torsional oder bending load applied when inserting the screw. As a reminder, the instructions for use clearly state that: "it is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on)." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The customer reported that there was screw breakage during placement with use of dynamo. The rest of the screw was left in the patient.